Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry and received medical records, that a patient with a 25mm 7300tfx mitral valve developed significant paravalvular leak (pvl) that was initially treated with an amplatzer plug to alleviate chf symptoms after an implant duration of approximately seven years (7) years. The condition was complicated by hemolytic anemia, and the patient continued to have class iii chf. A successful tmvr procedure was ultimately performed with 26mm sapien s3 ultra after an implant duration of nine (9) years, four (4) months to treat the severe pvl and mild to moderate stenosis. The patient was discharged home on pod#1. A concomitant successful tavr into native aortic valve was also performed with a 23mm sapien s3 ultra transcatheter valve. The patient is a 76-year-old male with history of 3 vessel cad and associated ischemic mr, s/p CABG and restrictive mv annuloplasty (early 2000s), s/p redo bioprosthetic mvr due to ms (2012), severe pulmonary hypertension with hypoxemia, and hyperlipidemia.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.